Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, peri-implantitis, infection, pain, increased sensitivity, bleeding, inflammation, mobility. Same patient as (B)(6).